Event description:
A gynecologist has reported a bone infection in a pt who recently had a sacral colpopexy procedure. Additional info received 2003: "pt's prolapse has been repaired. However, the gallium scan shows that there is some sort of reaction at the position of the screws. He also said that there is some low grade pelvic pain that does not go away and is centralised at the position of the screws. Their white cell count is okay."